Event description:
It was reported that the pacemaker dependent patient presented in hospital due to frequent pre-syncope episodes. One of the episodes resulted in a fall which left their left leg broken. Holter monitoring revealed that the pacemaker and right ventricular lead exhibited complete loss of capture. The physician suspected an issue with the pacemaker's autocapture. The device was reprogrammed. On (B)(6) 2017, the lead was capped and the device was explanted. Both the lead and device were replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.